Event description:
Client states this pump not sucking or extracting milk. This could cause problems for her as baby not latching to one breast. Breast milk is very important for this baby born with low birth weight.